Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted with two proglide devices via an 8f sheath after a interventional electrophysiology ablation (ep) procedure. Reportedly, the proglide was flushed prior to use but there was no blood flow coming from the marker lumen when the first proglide was inserted and positioned in the vessel. An attempt was made with another proglide device; however, there was no suture present when the needle plunger was removed after deployment. Another proglide device was used successfully to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.